Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before 04/2000. The method of MFR was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified process.

Event description:
A report was rec'd via voluntary medwatch # mw1035625 that a memory lens iol implanted in the right eye of a pt has since opacified. Report rec'd from surgeon stated had cell count reported at 07/06 visit. Patient has refused to explant. No further info is available.